Event description:
On (B)(6) 2013, the pt underwent a trial procedure. After the lead was placed, the pt was unable to receive stimulation due to high impedance. As a result, the lead was removed and replaced (with a different model). The replacement lead resolved the issue and the procedure was delayed 30 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.